Event description:
It was reported that the bd vacutainer® lithium heparinn blood collection tubes did not draw enough volume of blood. The following information was provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the tube did not draw enough volume of blood.

Manufacturer narrative:
E.3. Initial reporter phone #: unknown. H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed, as the amount of specimen drawn into the tube is below the fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo provided; however, no issues were identified during retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.